Manufacturer narrative:
The account replaced the motor controller and still has the issue. The account alleged they found hydraulic fluid on the power assist control module. The account replaced the power assist control module board to resolve the issue.

Event description:
The account alleged that the bed will not come out of the intelldrive function. No report of injury.